Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing and pacemaker mediated tachycardia. No intervention was performed, and the patient's status was unknown.